Event description:
Additional information was received from the physician indicating the sleep apnea was first observed in (B)(6) 2012. The neurologist indicated the relationship of the sleep apnea to vns is uncertain. The physician confirmed that the vns had been disabled however she indicated it was "too early to tell" if this resolved the sleep apnea. The patient was noted as not having a medical history of sleep apnea prior to receiving vns therapy.

Event description:
Additional information was received from the physician's office indicating the patient was noted as "sleeping fine" at the patient's most recent office visit. The site also provided the date of disablement as (B)(6) 2012

Manufacturer narrative:
Date of event, corrected data: additional information received indicates the event date is earlier than previously indicated.

Event description:
It was reported by the patient's father that the patient went for a sleep study and was found to have central sleep apnea in the location of the vns. The father also indicated that vns therapy did not improve the patient's seizure control significantly. The father indicated that a psychiatrist indicated that the vns may be turned off. Last known diagnostics were taken on (B)(6) 2008. Attempts for additional information have been unsuccessful to date.